Manufacturer narrative:
Analysis: internal review of qc release data for affected eplex rp2-ivd lot 53838214 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument ((B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. (B)(4).

Event description:
On november 12, 2021, genmark was advised of unexpected positive results, for sars-cov-2 on the rp2 panel tested on (B)(6) 2021. The sample was tested twice on the eplex instrument where the first run detected respiratory syncytial virus (rsv), and the second run detected sars-cov-2 and rsv. Data was analyzed per internal procedures and confirmed that robust internal control signals were generated indicating the consumables performed as expected. On (B)(6) 2021, the sample was tested using two comparator methods, unspecified genexpert and seegene assays; both assays resulted negative for sars-cov-2 while genexpert was positive for rsv.